Manufacturer narrative:
Carefusion file identification : (B)(4). Customer has been contacted for additional information but has not responded yet. Any additional information received from customer will be included in a follow up report. The device has not been received by carefusion. (B)(4).

Event description:
The customer reported low oxygen (o2) inlet pressure alarm during maintenance on the vela ventilator. The customer stated he changed the regulator however that did not resolve the issue. The customer stated there was no patient involvement associated with this event. Carefusion tech support ask him to calibrate the regulator, the customer will contact carefusion if unit duplicates failure.